Manufacturer narrative:
Implanted date: device not implanted, explanted date: device not explanted, occupation: registered technician (rt). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that at the end of the case and when trying to draw an activated clotting time (act), the side port was seemingly clogged. The physician aspirated and what looked like a piece of the valve came out which was believed to had been clogging the side port. The event occurred post-treatment. There was no patient injury/medical or surgical intervention required. The patient condition was good. The procedure outcome was good. Additional information was received on 29 nov 2022: the procedure performed was a left heart catheterization with percutaneous coronary intervention (pci). The patient was in stable condition. No equipment or devices used with the reported product standard for pci. On 05 dec 2022 terumo medical received an FDA medwatch report # mw5113543. The event description states: "art of the hemostatic valve on the terumo glidesheath slender 6f became dislodged. FDA safety report ID# (B)(4)."

Manufacturer narrative:
This report is being submitted as follow up no. One 6 french glidesheath slender (gss) sheath and dilator were returned for assessment at terumo medical corporation. No abnormalities were noted on the dilator or sheath. The valve was examined and a tiny hole in the top of the valve cap was present. The valve was deconstructed, and the valve itself had no damage to it. The complaint can be confirmed for mechanical damage of the ccv valve based on the state of the returned device. The exact root cause of this damage could not be determined. Historically, damage to ccv valves is caused by off-center insertion of the dilator. The fluid issues experienced by the user was likely caused by this piece of the valve cap being lodged in the side tube, as the complaint mentions. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
Equipment or devices used with the reported product are standard for pci's. Radial catheters, a guide catheter, a run-through wire, a balloon, and stent.